Manufacturer narrative:
H.6. Investigation summary: one photo was received and evaluated. The photo depicted a single loose 10ml syringe on top of a paper insert for presourcetm paint tray kit. The insert had ¿hole in 10ml syringe¿ and ¿9-5-19¿ handwritten on it. The barrel of the syringe was observed to have damage to one side at the level of 5ml markings outside the printed scale. The damage appeared to be a scuff mark or a gouge. It was not possible to evaluate the precise nature of the damage nor the extent of the damage due to the quality of the photo provided and no physical sample returned. It is difficult to tell the root cause based on the photo provided. The product is sold as bulk nonsterile. The syringe in question was part of a kit not manufactured by bd. Based on the information available today, it is not possible to determine whether the damage observed is a result of the syringe manufacturing process or a result of the syringe¿s handling after it left the manufacturing plant. The defect could not be confirmed to have originated at the manufacturing plant. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the syringe 10ml ll bns experienced a failure to contain blood/medication prior to use. The following information was provided by the initial reporter: material no. 301029 batch no. 9064544. Event date: 09-05-19 product malfunction/failure mode: hole in product. Product description summary: hole in 10ml syringe # bf301029. Complaint quantity: 1.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ll bns experienced a failure to contain blood/medication prior to use. The following information was provided by the initial reporter: material no. 301029 batch no. 9064544. Event date: (B)(6) 2019. Product malfunction/failure mode: hole in product. Product description summary: hole in 10ml syringe # bf301029. Complaint quantity: 1.